Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation. Simulated use testing of the returned expiratory pressure transducer pcb failed the pre-use check with internal leakage, pressure transducer and patient circuit tests. During ventilation the machine alarmed for peep low, the breath cycle was triggered and the respiratory rate was higher than set, 24 instead of 15. The root cause for the reported issue was due to a corrupted ee-prom memory and a major drift in the pressure sensor. It was not possible to find the reason for the failure of both the memory and the pressure sensor. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: #(B)(4).